Manufacturer narrative:
Follow-up # 1 date of submission 05/03/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be torn at the down arrow key. During testing, the up arrow and down arrow keypad buttons were found to be intermittently unresponsive to button presses and required excessive force to elicit a response; the ok and contrast buttons responded appropriately. The keypad was removed and there was evidence of contamination found under the up arrow, down arrow and contrast key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and down arrow keypad buttons were "worn out and had to be pressed down in a particular spot" to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.